Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for follow-up a day after implantation procedure, atrial lead dislodgement was observed via x-ray. On (B)(6) 2017, the lead was successfully repositioned. However, a week after the repositioning procedure, the atrial lead had dislodged once again. The dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Supplemental MDR is needed to correct that was missing on the previous report.